Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings from her adc freestyle libre sensor than readings received from the built-in meter. It was further reported that on (B)(6) 2018 customer received a sensor scan result of 242 mg/dl at 18:57, so she ate and then self-administered 4 units of insulin. Approximately an hour later, at 19:45 she began to experience symptoms of hypoglycemia including ¿no vision, couldn¿t talk ¿ talking slowly, felt cold and (had) tremblers¿. A capillary test was done using the built-in meter and a reading of 19 mg/dl was received. Customer¿s husband administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned patch and no observations found. Plug is seated correctly. Sensor was found to be in state 5 (normal termination) and all glucose counts were within specifications. Performed visual inspection on the plug assembly and no observation found. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving higher readings from her adc freestyle libre sensor than readings received from the built-in meter. It was further reported that on (B)(6) 2018 customer received a sensor scan result of 242 mg/dl at 18:57 so she ate and then self-administered 4 units of insulin. Approximately an hour later, at 19:45 she began to experience symptoms of hypoglycemia including ¿no vision, couldn't talk ¿ talking slowly, felt cold and (had) tremblers¿. A capillary test was done using the built-in meter and a reading of 19 mg/dl was received. Customer¿s husband administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.